Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts'), device dislocation ('essure irregularly positioned / dislocation of essure / essure moving inside her body') and uterine inflammation ('uterine inflammations') in an adult female patient who had essure (batch no. 20221226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, condom and injectable contraception. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), pain ("many physical pains / generalized pain"), anxiety ("anxiety disorders / extreme anxiety"), palpitations ("heart palpitations"), abdominal pain lower ("severe cramps in lower abdomen, like twinges / severe cramps"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("nsiderable increase in her menstrual flow / menstruation lasting 15 days with some clots"), polymenorrhoea ("increase in menstrual frequency"), dysmenorrhoea ("severe pain during menstrual flow"), headache ("severe headaches"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("low back pain / lumbar pain"), pelvic pain ("pain in pelvic area / severe pain in her pelvic area, precisely on the right side"), uterine pain ("sensation of perforation in the uterus / twinges"), fatigue ("fatigue / extreme fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen") and vaginal infection ("recurrent vaginal infections") with vaginal discharge and vulvovaginal pruritus and was found to have weight increased ("weight gain / gained over 15 kg since insertion"). The patient was treated with analgesics, atenolol and diclofenac sodium (anti-inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pain, anxiety, palpitations, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, polymenorrhoea, dysmenorrhoea, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal infection and weight increased to be related to essure. The reporter commented: some symptoms are occurring since 2017. The reporter informed that the essure was close to perforate patient's internal organs, more precisely the reproductive organ. At the time of this report, pain and problems related to the device are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: negative. Ultrasound scan vagina - on an unknown date: essure visualized bilaterally and increase in uterine volume observed. X-ray - on an unknown date: essure irregularly positioned on her fallopian tubes. Lot number: 20221226, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. After company internal review the event uterine inflammation was upgraded to a serious incident event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts'), device dislocation ('essure irregularly positioned / dislocation of essure / essure moving inside her body'), uterine inflammation ('uterine inflammations') and cholelithiasis ('cholelithiasis') in a 36-year-old female patient who had essure (batch no. 20221226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, condom, injectable contraception and irregular menstruation. Denies systemic arterial hypertension and diabetes. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced lower abdominal pain ("lower abdominal pain"), amenorrhoea ("absence of menstrual periods") and the first episode of headache ("headache"), 3 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced neck pain ("cervical pain"). On (B)(6) 2017, the patient experienced cholelithiasis (seriousness criterion hospitalization) with biliary colic, abdominal pain, nausea and vomiting. In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), pelvic pain ("pain in pelvic area / severe pain in her pelvic area, precisely on the right side / chronic pelvic pain"), uterine pain ("sensation of perforation in the uterus / twinges"), cramp in lower abdomen ("severe cramps in lower abdomen, like twinges / severe cramps"), polymenorrhagia ("considerable increase in her menstrual flow / menstruation lasting 15 days with some clots/ increase in menstrual frequency"), dyspareunia ("pain during and after sexual intercourse / sporadic dyspareunia"), back pain ("low back pain / lumbar pain"), pain ("many physical pains / generalized pain"), the second episode of headache ("severe headaches"), adenomyosis ("suspicion of adenomyosis"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), intra-abdominal fluid collection ("fluid in the abdomen"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue / extreme fatigue"), loss of libido ("lack of libido"), mood swings ("constant mood swings") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced pelvic pain female ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal distension ("distension"), dysmenorrhoea ("severe pain during menstrual flow"), vaginal infection ("recurrent vaginal infections") with vaginal discharge and vulvovaginal pruritus, anxiety ("anxiety disorders / extreme anxiety"), palpitations ("heart palpitations"), breast pain ("mastalgia") and oedema ("edema") and was found to have weight increased ("weight gain / gained over 15 kg since insertion"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with algestone acetophenide;estradiol enantate (perlutan), analgesics, atenolol, diclofenac sodium (anti-inflammatory), ethinylestradiol;levonorgestrel (ciclo), hyoscine butylbromide;metamizole sodium (buscopan composto) and surgery (cholecystectomy (2018) and essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage, device dislocation, uterine inflammation, cholelithiasis, pelvic pain, pelvic pain female, uterine pain, cramp in lower abdomen, lower abdominal pain, abdominal distension, polymenorrhagia, uterine haemorrhage, dysmenorrhoea, dyspareunia, back pain, pain, the last episode of headache, vaginal infection, adenomyosis, coital bleeding, arthralgia, neck pain, intra-abdominal fluid collection, anxiety, palpitations, breast pain, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, mood swings and weight increased outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, arthralgia, back pain, breast pain, cholelithiasis, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal fluid collection, loss of libido, lower abdominal pain, mood swings, neck pain, oedema, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia, tremor, uterine haemorrhage, uterine inflammation, uterine pain, vaginal infection, weight increased, the first episode of headache, cramp in lower abdomen, pelvic pain female and the second episode of headache to be related to essure. The reporter commented: no complication was reported during essure insertion procedure. Some symptoms are occurring since 2017. The reporter informed that the essure was close to perforate patient's internal organs, more precisely the reproductive organ. At the time of this report, pain and problems related to the device are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on (B)(6) 2013: 63 mg/dl; on (B)(6) 2014: 65 mg/dl; on (B)(6) 2019: 94 mg/dl. Human chorionic gonadotropin - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Physical examination - on an unknown date: eukardic and eupneic, atypical flaccid abdomen without visceromegalies, painless on superficial palpation, pain on deep palpation in the right iliac fossa; blum berg negative, jordan negative. To bimanual vaginal touch: retroverted uterus, usual size with pain in the right adnexal region and uterine mobilization. Ultrasound scan vagina - on an unknown date: suspected adenomyosis; on (B)(6) 2016: uterus with 211.55 cc, endometrium with elongated irregular anechoic area measuring 2.8x0.6, confusing and possibly corresponding to gestational sac, right ovary 9.35 cm3, left ovary 8.35 cm3; on (B)(6) 2019: essure visualized bilaterally and increase in uterine volume observed; on (B)(6) 2020: myomerium of heterogeneous and asymmetrical appearance, suggesting adenomyosis. Ecogenic and irregular endometrium. Essure-compatible image in uterine tube topography.. X-ray of pelvis and hip - on an unknown date: metallic material in the pelvic region, with the one on the right being visibly bent in relation to the left; on (B)(6) 2019: essure irregularly positioned on her fallopian tubes. Lot number: 20221226 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: the outcome to the adverse event hair loss was provided, the use of treatment drug, new as reported "sporadic dyspareunia", lab data were reported and the adverse event pelvic pain female was changed for chronic pelvic pain female. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts'), device dislocation ('essure irregularly positioned / dislocation of essure / essure moving inside her body'), uterine inflammation ('uterine inflammations') and cholelithiasis ('cholelithiasis') in a 36-year-old female patient who had essure (batch no. 20221226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, condom, injectable contraception and irregular menstruation. Denies systemic arterial hypertension and diabetes. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced lower abdominal pain ("lower abdominal pain"), amenorrhoea ("absence of menstrual periods") and the first episode of headache ("headache"), 3 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced neck pain ("cervical pain"). On (B)(6) 2017, the patient experienced cholelithiasis (seriousness criterion hospitalization) with biliary colic, abdominal pain, nausea and vomiting. In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), the first episode of pelvic pain ("pain in pelvic area / severe pain in her pelvic area, precisely on the right side / chronic pelvic pain"), uterine pain ("sensation of perforation in the uterus / twinges"), cramp in lower abdomen ("severe cramps in lower abdomen, like twinges / severe cramps"), polymenorrhagia ("considerable increase in her menstrual flow / menstruation lasting 15 days with some clots/ increase in menstrual frequency"), dyspareunia ("pain during and after sexual intercourse / sporadic dyspareunia"), back pain ("low back pain / lumbar pain"), pain ("many physical pains / generalized pain"), the second episode of headache ("severe headaches"), adenomyosis ("suspicion of adenomyosis"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), intra-abdominal fluid collection ("fluid in the abdomen"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue / extreme fatigue"), loss of libido ("lack of libido"), mood swings ("constant mood swings") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal distension ("distension"), dysmenorrhoea ("severe pain during menstrual flow"), vaginal infection ("recurrent vaginal infections") with vaginal discharge and vulvovaginal pruritus, anxiety ("anxiety disorders / extreme anxiety"), palpitations ("heart palpitations"), breast pain ("mastalgia") and oedema ("edema") and was found to have weight increased ("weight gain / gained over 15 kg since insertion"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with algestone acetophenide;estradiol enantate (perlutan), analgesics, atenolol, diclofenac sodium (anti-inflammatory), ethinylestradiol;levonorgestrel (ciclo), hyoscine butylbromide;metamizole sodium (buscopan composto) and surgery (cholecystectomy (2018) and essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage, device dislocation, uterine inflammation, cholelithiasis, the last episode of pelvic pain, uterine pain, cramp in lower abdomen, lower abdominal pain, abdominal distension, polymenorrhagia, uterine haemorrhage, dysmenorrhoea, dyspareunia, back pain, pain, the last episode of headache, vaginal infection, adenomyosis, coital bleeding, arthralgia, neck pain, intra-abdominal fluid collection, anxiety, palpitations, breast pain, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, mood swings and weight increased outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, arthralgia, back pain, breast pain, cholelithiasis, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal fluid collection, loss of libido, lower abdominal pain, mood swings, neck pain, oedema, pain, pain in extremity, palpitations, paraesthesia, peripheral swelling, polymenorrhagia, tremor, uterine haemorrhage, uterine inflammation, uterine pain, vaginal infection, weight increased, the first episode of headache, the first episode of pelvic pain, cramp in lower abdomen, the second episode of headache and the second episode of pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: no complication was reported during essure insertion procedure. Some symptoms are occurring since 2017. The reporter informed that the essure was close to perforate patient's internal organs, more precisely the reproductive organ. At the time of this report, pain and problems related to the device are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on (B)(6) 2013: 63 mg/dl; on (B)(6) 2014: 65 mg/dl; on (B)(6) 2019: 94 mg/dl. Human chorionic gonadotropin - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Physical examination - on an unknown date: eukardic and eupneic, atypical flaccid abdomen without visceromegalies, painless on superficial palpation, pain on deep palpation in the right iliac fossa; blum berg negative, jordan negative. To bimanual vaginal touch: retroverted uterus, usual size with pain in the right adnexal region and uterine mobilization. Ultrasound scan vagina - on an unknown date: suspected adenomyosis; on (B)(6) 2016: uterus with 211.55 cc, endometrium with elongated irregular anechoic area measuring 2.8x0.6, confusing and possibly corresponding to gestational sac, right ovary 9.35 cm3, left ovary 8.35 cm3; on (B)(6) 2019: essure visualized bilaterally and increase in uterine volume observed; on (B)(6) 2020: myomerium of heterogeneous and asymmetrical appearance, suggesting adenomyosis. Ecogenic and irregular endometrium. Essure-compatible image in uterine tube topography.. X-ray of pelvis and hip - on an unknown date: metallic material in the pelvic region, with the one on the right being visibly bent in relation to the left; on (B)(6) 2019: essure irregularly positioned on her fallopian tubes. Lot number: 20221226, manufacturing date: 2009/10, and expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') and device dislocation ('essure irregularly positioned / dislocation of essure / essure moving inside her body') in an adult female patient who had essure (batch no. 20221226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, condom and injectable contraception. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pain ("many physical pains/generalized pain"), anxiety ("anxiety disorders/extreme anxiety"), palpitations ("heart palpitations"), abdominal pain lower ("severe cramps in lower abdomen, like twinges/severe cramps"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("nsiderable increase in her menstrual flow/ menstruation lasting 15 days with some clots"), polymenorrhoea ("increase in menstrual frequency"), dysmenorrhoea ("severe pain during menstrual flow"), headache ("severe headaches"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("low back pain/lumbar pain"), pelvic pain ("pain in pelvic area / severe pain in her pelvic area, precisely on the right side"), uterine pain ("sensation of perforation in the uterus/twinges"), fatigue ("fatigue/ extreme fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen") and vaginal infection ("recurrent vaginal infections") with vaginal discharge and vulvovaginal pruritus and was found to have weight increased ("weight gain / gained over 15 kg since insertion"). The patient was treated with analgesics, antiinflammatory agents and atenolol. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pain, anxiety, palpitations, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, polymenorrhoea, dysmenorrhoea, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal infection and weight increased to be related to essure. The reporter commented: some symptoms are occurring since 2017. The reporter informed that the essure was close to perforate patient's internal organs, more precisely the reproductive organ. At the time of this report, pain and problems related to the device are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: negative. Ultrasound scan vagina - on an unknown date: essure visualized bilaterally and increase in uterine volume observed. X-ray - on an unknown date: essure irregularly positioned on her fallopian tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts'), device dislocation ('essure irregularly positioned / dislocation of essure / essure moving inside her body'), uterine inflammation ('uterine inflammations') and cholelithiasis ('cholelithiasis') in a 36-year-old female patient who had essure (batch no. 20221226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, condom, injectable contraception and irregular menstruation. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced lower abdominal pain ("lower abdominal pain"), amenorrhoea ("absence of menstrual periods") and the first episode of headache ("headache"), 3 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced neck pain ("cervical pain"). On (B)(6) 2017, the patient experienced cholelithiasis (seriousness criterion hospitalization) with biliary colic, abdominal pain, nausea and vomiting. In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), the first episode of pelvic pain ("pain in pelvic area / severe pain in her pelvic area, precisely on the right side"), uterine pain ("sensation of perforation in the uterus / twinges"), cramp in lower abdomen ("severe cramps in lower abdomen, like twinges / severe cramps"), polymenorrhagia ("considerable increase in her menstrual flow / menstruation lasting 15 days with some clots/ increase in menstrual frequency"), dyspareunia ("pain during and after sexual intercourse"), back pain ("low back pain / lumbar pain"), pain ("many physical pains / generalized pain"), the second episode of headache ("severe headaches"), adenomyosis ("suspicion of adenomyosis"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), intra-abdominal fluid collection ("fluid in the abdomen"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue / extreme fatigue"), loss of libido ("lack of libido"), mood swings ("constant mood swings") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal distension ("distension"), dysmenorrhoea ("severe pain during menstrual flow"), vaginal infection ("recurrent vaginal infections") with vaginal discharge and vulvovaginal pruritus, anxiety ("anxiety disorders / extreme anxiety"), palpitations ("heart palpitations"), breast pain ("mastalgia") and oedema ("edema") and was found to have weight increased ("weight gain / gained over 15 kg since insertion"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with algestone acetophenide;estradiol enantate (perlutan), analgesics, atenolol, diclofenac sodium (anti-inflammatory), ethinylestradiol;levonorgestrel (ciclo) and surgery (cholecystectomy and essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage, device dislocation, uterine inflammation, cholelithiasis, the last episode of pelvic pain, uterine pain, cramp in lower abdomen, lower abdominal pain, abdominal distension, polymenorrhagia, uterine haemorrhage, dysmenorrhoea, dyspareunia, back pain, pain, the last episode of headache, vaginal infection, adenomyosis, coital bleeding, arthralgia, neck pain, intra-abdominal fluid collection, anxiety, palpitations, breast pain, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, mood swings, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, arthralgia, back pain, breast pain, cholelithiasis, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal fluid collection, loss of libido, lower abdominal pain, mood swings, neck pain, oedema, pain, pain in extremity, palpitations, paraesthesia, peripheral swelling, polymenorrhagia, tremor, uterine haemorrhage, uterine inflammation, uterine pain, vaginal infection, weight increased, the first episode of headache, the first episode of pelvic pain, cramp in lower abdomen, the second episode of headache and the second episode of pelvic pain to be related to essure. The reporter commented: no complication was reported during essure insertion procedure. Some symptoms are occurring since 2017. The reporter informed that the essure was close to perforate patient's internal organs, more precisely the reproductive organ. At the time of this report, pain and problems related to the device are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on (B)(6) 2013: 63 mg/dl; on (B)(6) 2014: 65 mg/dl; on (B)(6) 2019: 94 mg/dl. Human chorionic gonadotropin - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2019: essure visualized bilaterally and increase in uterine volume observed; on (B)(6) 2016: uterus with 211.55 cc, endometrium with elongated irregular anechoic area measuring 2.8x0.6, confusing and possibly corresponding to gestational sac, right ovary 9.35 cm3, left ovary 8.35 cm3. X-ray - on (B)(6) 2019: essure irregularly positioned on her fallopian tubes. Lot number: 20221226 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: the following information was updated: lab data; products: perlutan, ciclo, stop date added to essure; on event: lower abdominal pain, headache, cervical pain, abdominal pain, biliary colic, cholelithiasis, absence of menstrual periods, abnormal uterine bleeding, pelvic pain; onset date on events: uterine inflammations, severe cramps in lower abdomen, like twinges / severe cramps, considerable increase in her menstrual flow / menstruation lasting 15 days with some clots, severe headaches, leg pain, tingling, tremors, low back pain / lumbar pain, pain in pelvic area / severe pain in her pelvic area, precisely on the right side, fatigue / extreme fatigue, sensation of perforation in the uterus / twinges, lack of libido, pain during and after sexual intercourse, bleeding during and after sexual intercourse, joint pain, constant mood swings, hair loss, suspicion of adenomyosis, fluid in the abdomen, odor from vaginal discharge / increased of vaginal discharge, many physical pains / generalized pain, nausea, vomiting. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts'), device dislocation ('essure irregularly positioned / dislocation of essure / essure moving inside her body'), uterine inflammation ('uterine inflammations') and cholelithiasis ('cholelithiasis') in a 36-year-old female patient who had essure (batch no. 20221226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, condom, injectable contraception and irregular menstruation. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced lower abdominal pain ("lower abdominal pain"), amenorrhoea ("absence of menstrual periods") and the first episode of headache ("headache"), 3 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced neck pain ("cervical pain"). On (B)(6) 2017, the patient experienced cholelithiasis (seriousness criterion hospitalization) with biliary colic, abdominal pain, nausea and vomiting. In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), the first episode of pelvic pain ("pain in pelvic area / severe pain in her pelvic area, precisely on the right side"), uterine pain ("sensation of perforation in the uterus / twinges"), cramp in lower abdomen ("severe cramps in lower abdomen, like twinges / severe cramps"), polymenorrhagia ("considerable increase in her menstrual flow / menstruation lasting 15 days with some clots/ increase in menstrual frequency"), dyspareunia ("pain during and after sexual intercourse"), back pain ("low back pain / lumbar pain"), pain ("many physical pains / generalized pain"), the second episode of headache ("severe headaches"), adenomyosis ("suspicion of adenomyosis"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), intra-abdominal fluid collection ("fluid in the abdomen"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue / extreme fatigue"), loss of libido ("lack of libido"), mood swings ("constant mood swings") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal distension ("distension"), dysmenorrhoea ("severe pain during menstrual flow"), vaginal infection ("recurrent vaginal infections") with vaginal discharge and vulvovaginal pruritus, anxiety ("anxiety disorders / extreme anxiety"), palpitations ("heart palpitations"), breast pain ("mastalgia") and oedema ("edema") and was found to have weight increased ("weight gain / gained over 15 kg since insertion"). The patient was hospitalized from (B)(6) 2017. The patient was treated with algestone acetophenide;estradiol enantate (perlutan), analgesics, atenolol, diclofenac sodium (anti-inflammatory), ethinylestradiol;levonorgestrel (ciclo) and surgery (cholecystectomy and essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage, device dislocation, uterine inflammation, cholelithiasis, the last episode of pelvic pain, uterine pain, cramp in lower abdomen, lower abdominal pain, abdominal distension, polymenorrhagia, uterine haemorrhage, dysmenorrhoea, dyspareunia, back pain, pain, the last episode of headache, vaginal infection, adenomyosis, coital bleeding, arthralgia, neck pain, intra-abdominal fluid collection, anxiety, palpitations, breast pain, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, mood swings, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, arthralgia, back pain, breast pain, cholelithiasis, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal fluid collection, loss of libido, lower abdominal pain, mood swings, neck pain, oedema, pain, pain in extremity, palpitations, paraesthesia, peripheral swelling, polymenorrhagia, tremor, uterine haemorrhage, uterine inflammation, uterine pain, vaginal infection, weight increased, the first episode of headache, the first episode of pelvic pain, cramp in lower abdomen, the second episode of headache and the second episode of pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: no complication was reported during essure insertion procedure. Some symptoms are occurring since 2017. The reporter informed that the essure was close to perforate patient's internal organs, more precisely the reproductive organ. At the time of this report, pain and problems related to the device are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on (B)(6) 2013: 63 mg/dl; on (B)(6) 2014: 65 mg/dl; on (B)(6) 2019: 94 mg/dl. Human chorionic gonadotropin - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2019: essure visualized bilaterally and increase in uterine volume observed; on 15-mar-2016: uterus with 211.55 cc, endometrium with elongated irregular anechoic area measuring 2.8x0.6, confusing and possibly corresponding to gestational sac, right ovary 9.35 cm3, left ovary 8.35 cm3. X-ray - on (B)(6) 2019: essure irregularly positioned on her fallopian tubes. Lot number: 20221226, manufacturing date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report